Event description:
The following information was reported to gore: on (B)(6), 2026, this patient underwent a transcatheter aortic valve implantation (tavi) procedure using evolut fx+ tavr system and gore® dryseal flex introducer sheath. During the procedure, the initial deployment was unsuccessful, and the guidewire was exchanged for another pigtail catheter. After that, the tavi procedure was successfully completed. Post-procedure, the patient developed complete atrioventricular block, and a temporary pacemaker was inserted. As intrinsic rhythm later appeared, removal of the temporary pacemaker was being considered, and the patient¿s condition was stable. On (B)(6), 2026, during the night, the patient developed acute aortic dissection leading to cardiac tamponade and obstructive shock. Pericardiocentesis was performed, but the blood had coagulated and could not be drained. The patient did not respond to resuscitation measures and died. The reporting physician commented as follows: the positioning of the sheath was inadequate. The patient had tortuosity in the abdominal and descending aorta, and in order to avoid complications at the tortuous segments, a longer sheath was used, advancing the sheath up to the vicinity of the brachiocephalic artery, with the intended strategy of delivering the evolut system through it. Under normal circumstances, the radiopaque marker of the sheath would be positioned proximal to the brachiocephalic branch, but on this occasion, attention had been focused on navigating the tortuous segments, and the precise position of the sheath tip had not been carefully confirmed. It is therefore considered possible that the sheath was placed more distally than usual. Also, since there was calcification at the origin of the brachiocephalic artery, the dissection may have occurred when the delivery catheter system exited the sheath and interfered with the calcified area. Based on the CT performed after the event, the entry tear of the dissection appeared to originate from the brachiocephalic branch. Although the final angiography after evolut deployment suggested that the outflow crown of the evolut was pressing against the greater curvature of the ascending aorta (as if it were partially embedded), it is now thought that this appearance may actually have represented the false lumen created by the dissection.

Manufacturer narrative:
A1: no patient specific details have been provided. Therefore, the patient initials reflect the w. L. Gore internal case number. H6: a review of the manufacturing records for the device could not be performed as a valid lot number was not provided. W. L. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute a legal admission by anyone that the product described in this report has any defects or has malfunctioned, as defined from a legal standpoint. These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.